Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 volts. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed/error/alert received alert of transmitter failed error, not able to restart the transmitter. The transmitter has been used less than 3 months. The transmitter was first inserted into a transmitter holder: 2020-12-09, transmitter s/n: (B)(4), sale date: 2020-11-18, sb: 2021-05-20 pump/receiver: (B)(4).